Event description:
The consumer reported that they had their implantable neurostimulator (ins) removed a year and a half prior to the report because the device was never effective since implant. On (B)(6) 2016, a manufacturing representative (rep) reported that the patient was seen for reprogramming, but the patient still wasn&#38176;satisfied with the therapy. The patient also reported that she was in pain during the three weeks prior to the report. The indication for use for the implanted device was noted as spinal pain. Follow-up has been attempted, but no further information was received at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.